Manufacturer narrative:
This report is submitted on april 05, 2024.

Event description:
Per the clinic, the patient experienced an infection at the abutment site (date not reported). Subsequently, the patient was treated with topical antibiotics and steroid combination for two weeks (specific date not reported). However, the issue could not be resolved. The patient underwent a skin revision surgery under general anesthesia on (B)(6) 2024. The abutment was changed later in the month (specific date not reported).